Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the handle on the device was sticking closed a little and clips came out malformed. Clips were removed with a grasper. Another device was used to complete the procedure. No adverse consequences reported. Which firing did this occur on? Several. Did anything unexpected happen prior to this incident? No. Was the clip fully advanced into the jaws? Yes. Did the procedure drive the need to apply torque or twisting of the device? Asku. What vessel was the device fired on? Please specify the size of the vessel? Unknown. Were any unexpected noises heard? No. Was the device fired after this incident in or out of the patient? No.